Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system failed the imaging modalities; it was not communicating with the mobile view station (mvs). New mvs board was ordered. The medtronic representative returned to the site for part replacement. Unable to load firmware on newly installed mvs board. A second mvs board was ordered and replaced. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The mvs boards were returned to the manufacturer for analysis. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The hardware investigation of the returned panel indicator confirmed reported problem "green battery charging light out". Green led does not light up. Broken wire at the led end. Found electrical failure mode; broken wire. This event was identified during a retrospective review as discussed with the FDA new england district office on april 7, 2016 via medtronic navigation, inc. Response to (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when they booted up the imaging system they were receiving all red x's on the imaging system pendant. Motion, x-ray, and mobile view station (mvs) were not connecting. Issue occurred prior to the surgery. There was no patient present when this issue was identified. While troubleshooting, rebooted the imaging system and the mvs, separately so that the cable connecting them is disconnected. After rebooting the mvs and imaging system individually and then re-connecting the cable, the system booted as it should.